Event description:
The complaints as reported: "event occurred while on a patient. The pump over infused. The over infusion occurred with morphine. The patient received 200ml of morphine. The patient was treated and is stable. The pump has been placed in quarantine. The pump was dropped and there was some damage to the platen assembly but they still used the pump."

Manufacturer narrative:
The pump is being held in quarantine. Curlin medical has not received the pump and thus the complaint has not been verified. However, it is reported by the customer that the pump was dropped, which can cause damage to the pump thus possibly affecting pump functions.